Manufacturer narrative:
No unexpected button error alarms were noted. All buttons functioned properly, however, corroded keypad traces were noted. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 6.2 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.